Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they last had stimulation 2-3 months prior to (B)(6) 2016. The patient could not communicate with their device. They had a previous revision, but since then, their ins has turned sideways again. The patient has had issues with recharging since they were implanted, due to poor coupling. They noted they eventually stopped recharging their device, and it is currently off. Their last charging session was more than 1-3 months ago. The patient was to follow-up with their healthcare provider.

Event description:
The patient reported that they were unable to charge, they had not been able to charge since implant. The implantable neurostimulator (ins) had moved yesterday. They had an appointment with their health care professional (hcp) on (B)(6). There were no symptoms reports. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.